Event description:
The physician tried to do fna procedure in pancreas. He accessed the needle to the mass but the needle couldn¿t be punctured well. He tried several times and used another needle.(echo-19). Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. 2cm. 4. F not with the device in question, how was the procedure performed and/or finished? The physician used another needle. 5. Was the device used in a tortuous position? Yes. 6. Are images of the device or procedure available? No. 7. Was the device damaged in packaging before removal? Nurse already checked. 8. Was the device damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Olympus , gf-uct-180. 11. Was the scope recently serviced / repaired? No. 12. Was resistance felt while inserting the device through the scope? No. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Just before the puncture. 14. Was the syringe used during the procedure, after the stylet was removed? No. 15. Was difficulty experienced while retracting the needle? No. 16. Was it possible to fully retract before removing the needle from the patient? Yes. 17. Was gaining access to the target site difficult? No. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 19. Was puncture of the target site difficult? Yes. 20. Was the stylet partially removed when advancing into the target site? No. 21. How many samples were obtained with this needle? No samples were obtained. 22. Did any section of the device detach inside the patient? No. 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. 26. If the device is a procore, is the kink located distally at the notch / core trap? No.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
(B)(4). Cancellation report is being submitted due to the completion of the investigation on (B)(6) 2024. This event does no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. The failure "use error situation: physician extends needle into intended biopsy site with stylet fully in place." Has been assigned and the overall risk assessed as low risk. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: the echo-19 device of lot c2005140 was returned open with its original packaging. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2023. On evaluation of the devices the following observations were made: distal tip of sheath examined and observed to be pierced. Stylet removed from device and no issue observed. Stylet reinserted into device without issue. Needle removed from device and no issues observed. Distal end of needle examined, and no issue observed, biological matter present on tip of needle. Sheath extender able to advance and retract without issue. Needle unable to advance or retract. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2005140 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the lot number c2005140. Instructions for use and/label: the notes section of the instructions for use, (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and in the precautions section "the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture." There is evidence to suggest that the customer did not follow the instructions for use, as the customer did not partially remove the stylet from the device prior to puncture. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could be attributed to user error. The failure to retract the stylet on advancement could have likely put pressure on the device which could have led to the needle piercing into the sheath (as observed during lab evaluation), which would have resulted in the failure to puncture. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: according to the initial reporter, user accessed the needle to the mass, but the needle couldn¿t be punctured well. Confirmed quantity of 01 device, confirmed used. Investigation findings conclude that a definitive root cause could be attributed to user error. The failure to retract the stylet on advancement could have likely put pressure on the device which could have led to the needle piercing into the sheath (as observed during lab evaluation), which would have resulted in the failure to puncture. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Cancellation report is being submitted due to the completion of the investigation on (B)(6) 2024. This event does no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. The failure "use error situation: physician extends needle into intended biopsy site with stylet fully in place." Has been assigned and the overall risk assessed as low risk. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.